Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a motor mount screw lodged between the gears. The screw was removed and the device functioned as designed. The motor mount screws were replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed system error 105. There was no pt involvement.